Event description:
The physician was attempting to deliver a resolute integrity drug eluting stent to prox circumflex. No abnormalities were noted during preparation of the device; however, the resolute became damaged as it passed over the guide liner. Information from the account confirms that the physician felt that the damage was caused as a result of the co-axial alignment of the guide liner. No clinical sequelae reported. Another resolute was used successfully. Device evaluation: the distal tip was flared indicating that it may have been stubbed during advancement. The 1st thirteen proximal stent segments were intact. The remaining segments were stretched and deformed. The proximal pillow balloon folds were partially opened and disturbed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure -failure to deliver the stent and stent deformation are listed as inherent risks of coronary stenting procedures. Related to another device -the root cause of the reported event was most likely related to the guideliner device. Evaluation conclusion: inherent risk of procedure -failure to deliver the stent and stent deformation are listed as inherent risks of coronary stenting procedures. Operational context contributed to event -the root cause of the reported event was most likely related to the guideliner device.